Manufacturer narrative:
One 12tlw803f catheter with a stylet inserted and 1cc syringe were returned for examination. The reported event of deflation issue was not confirmed. The balloon was inflated with 0.15 cc of water and 0.4 of cc air and the balloon inflated concentric without leakage. Balloon deflation was achieved in 8 seconds which is within specification. The balloon latex and windings appeared to be in good condition. The through lumen was patent without any leakage or occlusion. No visible damage was observed on the catheter. The reported event could not be confirmed or replicated during the analysis, as the device responded appropriately during functional testing. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. The fogarty catheter is typically used on vessels that are already occluded so the potential for ischemia related to deflation difficulty in this set of circumstances, is less likely. However, deflation difficulty can also impair balloon modulation during use, which has the potential to lead to vascular injury; therefore, the potential for injury is not considered to be remote. It should be noted that the IFU clearly states in the warning section that: use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded. It is unknown whether user or procedural factors may have contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation results when received. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that while testing this fogarty catheter prior to use with a patient, the balloon did not deflate and a few of droplets of water leaked. No further information was available. There was no allegation of patient injury. The device was available for evaluation.